Event description:
The technician alleged the stretcher will intermittently pop out of brake position. No pt impact.

Manufacturer narrative:
The technician found the hex rods were worn and the sems screws were broken. The account replaced the seems screws to resolve the issue.